Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported physical resistance/sticking of the dc handle during advancement could not be determined. Additionally, a cause for the reported entrapment of device associated with clip becoming entangled in chordae resulting in single gripper actuation issue cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report device entrapment and a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed and flail posterior leaflet. The first clip (30502r1099) was advanced and implanted, however, the dc handle could not be advanced smoothly. A second clip (30502r1082) was then advanced, and the same issue was noted. Upon grasping attempts, the second clip became caught in chordae and the posterior gripper would not lower. Troubleshooting was performed to actuate the gripper, but was unsuccessful. The physician then tried to invert the clip to remove fit from the patient, however, the clip could not be freed from chordae. The clip was closed and the grippers were able to be dropped simultaneously. Due to not being able to free the clip from chordae, it was implanted onto the leaflets with chordae inside. The procedure was then concluded and the mr was reduced to grade 1. There was no clinically significant delay in the procedure and no additional information was provided.